Event description:
Patient reported the cartridges leak insulin while the infusion device is in use. Air bubbles are removed after the cartridge is filled, but more air bubbles form within a few minutes and the cartridges to return for evaluation. The product was replaced, and an educator will meet with the patient to review handling. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.